Manufacturer narrative:
There was no product malfunction. A philips response center engineer (rce) found no issue with the device. Asystole and deat alarms were seen in the alarm audit log, and had been acknowledged by the user. No parts were ordered and no repair was warranted. The device remains at the customer site, and there have been no subsequent calls logged for this device/issue. No further investigation is warranted at this time.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that an asystole alarm and spo2 alarms were not triggered. The device was in use monitoring patients. The patient required patient resuscitation.